Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6)2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The distributor did not report any injury or medical intervention.